Event description:
No additional information reported.

Manufacturer narrative:
No product or packaging was returned, however, review of the picture provided identifies the cracked sterile cavity. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to transit damage; further investigation is being conducted through our CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was used. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported upon opening the box the outer plastic blister was found to have a crack in it. The plastic rubbery bag around the femur also had a hole in it. Additionally, there was not a second sterile blister. Since no other replacement femur of the same size and side was available the hospital flashed sterilized this implant. It was then assembled with augments and a stem and implanted with bone cement.